Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states he feels well and states he does not require medical attention. The customer's expected blood results are 200-300mg/dl. Verified the strips expire 04/30/2018. Customer confirms the strips are stored properly and were first opened(B)(6) 2015 customer performed back to back blood test 176mg/dl and 176mg/dl fasting. Reviewed meter memory: 1:202mg/dl (B)(6) 2015 01:13:00 pm fasting:no. 2:235mg/dl (B)(6) 2015 11:00:00 am fasting:yes. 3:345mg/dl (B)(6) 2015 12:52:00 pm fasting:yes. 4:288mg/dl (B)(6) 2015 10:00:00 pm fasting:yes. 5:122mg/dl (B)(6) 2015 07:52:00 pm fasting:yes. Customers concern:with 200mg/dl. Customer is comparing his meter to his dr's meter. He ran a test on his meter on (B)(6) 2015 at 1:13pm (nonfasting) and got result 202mg/dl and his dr.'s meter read 285mg/dl.customer stated that his normal reading is 200-300mg/dl(fasting ). No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states he feels well and states he does not require medical attention. The customer's expected blood results are 200-300mg/dl. Verified the strips expire 04/30/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015 customer performed back to back blood test 176mg/dl and 176mg/dl fasting. Reviewed meter memory (B)(6). Customers concern:with 200mg/dl. Customer is comparing his meter to his dr's meter. He ran a test on his meter on (B)(6) 2015 at 1:13pm (nonfasting) and got result 202mg/dl and his dr.'s meter read 285mg/dl. Customer stated that his normal reading is 200-300mg/dl(fasting ) . No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference. Correction of lot #: test strip lot # ps2310.

Event description:
Customer complains of low results. Customer states he feels well and states he does not require medical attention. The customer's expected blood results are 200-300mg/dl. Verified the strips expire 04/30/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015 customer performed back to back blood test 176mg/dl and 176mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern:with 200mg/dl. Customer is comparing his meter to his dr's meter. He ran a test on his meter on (B)(6) 2015 at 1:13pm (nonfasting) and got result 202mg/dl and his dr.'s meter read 285mg/dl. Customer stated that his normal reading is 200-300mg/dl(fasting) . No adverse event reported.